Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Additional product code: hwc. Not explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for distal humerus fractures took place and applied a va-lcp dhp (3-hole). When inserting the reported va locking screw by a predefined angle mode, the surgeon was unable to lock it because of the screw¿s idling at the plate hole. Although the surgeon attempted to remove the screw , the screw idled as well. Eventually surgeon decided to remain the screw without locking and completed the surgery. No surgical delay was reported. No adverse consequences were reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
DHR review ¿ sterile part data. Manufacturing location: (B)(4). Manufacturing date: 20 march 2014. Expiry date: 1 march 2024. Article was manufactured in the us under article number 04.211.016 with lot number 7593940. Non-sterile info ¿ p/n 04.211.016, lot# 7593940. Manufacturing location: monument. Manufacturing date: 02/12/14. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).